Event description:
It was reported that during a shoulder arthroscopy surgery the suture of the device was loose after screwing. All parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a suturetak and a swivelock by switching the surgical technique. It was not necessary to do a second surgery. Update (B)(6) 2022 it was confirmed that only the suture of the device was loose and tore. No other breakage occurred.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.